Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9148670. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-28. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint history check was performed and this is the 5th related complaint for needle clog on lot # 9148670. Unable to perform complaint lot history check due to an unknown lot number for needle clog. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, spouse of consumer reported no insulin flow during priming with current box of pen needles. Stated the first 2 pen needles they attached to the insulin pen this morning did not release insulin during priming, however after attaching a 3rd pen needle there was insulin flow. Stated they are going through 2-3 pen needles daily before they get an insulin flow. Stated they always ensure both ends of the needle are straight. Stated they prime before every injection. Stated this has been happening over the past 2-3 months and approximately 20-30 pen needles from this current box have not released insulin during priming. Lot #: 9148670. Catalog#: 320122. Date of event: (B)(6) 2020. Samples available: no discarded." 2 occurrences were reported.